Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. The root cause for the reported complaint could not be determined. The focal length and resolution were within specifications. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. Additional completed questionnaire has received on (B)(6) 2011. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was not positioned well and the pt was "not seeing well". The lens was exchanged for a different model lens and the pt is doing fine. No further information is expected.